Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was over 500 mg/dl which was addressed with manual injections. Systems check was performed with tandem technical support (cts) it was determined that the customer was using apidra insulin within the cartridge. Cts educated customer regarding cartridge/insulin labeling. Reportedly, the customer reverted to manual injections for insulin therapy.